Event description:
It was reported that during the procedure to treat a new area of stenosis in the mid left anterior descending (lad) artery, the 2.5 x 15 mm xience v stent system was advanced into the patient anatomy. An attempt was made to cross a previously placed xience stent in the proximal lad; however, the 2.5 x 15 mm xience v stent system was unable to cross and was removed from the patient anatomy. During removal, as the stent system was pulled back, the stent dislodged proximally to the previously placed xience stent. A trek dilatation catheter was advanced and was able to fully expand the dislodged stent in an unintended site, proximal to the previously placed stent. A non-abbott stent system was then advanced into the patient anatomy and was able to advance through the newly implanted xience v stent and the previously placed stent to treat the target lesion in the mid lad. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.